Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : product ID 2067 radio frequency programmer head. (B)(4).

Event description:
It was reported that the programmer failed to boot up, with multiple attempts. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer failed to boot up, the device powered up to an error, as a result the hard disk drive was reimaged and current software was reloaded. It was also noted that the system fan was noisy.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.